Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 8mm. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent. The shaft was kinked at approximately 140mm proximal to the distal tip. No other issues were noted to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered stent system was used during an esophageal stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stricture due to esophageal cancer. The stricture was located in the mid-esophagus. The patient's anatomy was not noted to be tortuous. The stricture was dilated with a savary dilator prior to stent placement. During the procedure, the stent system was positioned at the target size. The physician pulled the deployment suture to release the stent. However, only 2cm of the stent deployed properly. The deployment suture was unable to be withdrawn any further. The stent was removed from the patient partially deployed. No visible issues were noted with the device. The procedure was not completed as the same device was unavailable. The procedure will be rescheduled. There were no patient complications as result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered stent system was used during an esophageal stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stricture due to esophageal cancer. The stricture was located in the mid-esophagus. The patient anatomy was not noted to be tortuous. The stricture was dilated with a savary dilator prior to stent placement. During the procedure, the stent system was positioned at the target size. The physician pulled the deployment suture to release the stent. However, only 2cm of the stent deployed properly. The deployment suture was unable to be withdrawn any further. The stent was removed from the patient partially deployed. No visible issues were noted with the device. The procedure was not completed as the same device was unavailable. The procedure will be rescheduled. There were no patient complications as result of this event. The patient condition following the procedure was reported to be stable.